Manufacturer narrative:
Additional information added to initial reporter first and last name. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a faradrive steerable sheath during preparation presented air aspirated, after introducing the farawave catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the initial reporter, but further information is yet unable to be obtained.

Event description:
It was reported that a faradrive steerable sheath during preparation presented air aspirated, after introducing the farawave catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was discarded.